Event description:
According to pt's mother, device was removed after 8 hours and an area of redness underneath the device was noted. Pt. Developed a pressure ulcer, reported as a burn. There is no documentation that the device was hot or of any assessment/rotation in the days before the ulcer was found.